Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.